Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up, the device did not vibrate when the alert was tested. The device was explanted and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
Analysis was normal. Based on all available parameter and usage information, device longevity was within the expected limits. The device was tested on the bench and no anomalies were found.